Manufacturer narrative:
The investigation determined that higher than expected vitros ipth results were predicted from a quality control fluid, when processed on two vitros 5600 integrated systems. An ocd field engineer performed service actions on multiple analyzer sub-systems on both vitros 5600 integrated systems, however, the results in question were unlikely to have been caused by unexpected analyzer performance. The investigation could not determine a definitive root cause. The ipth reagent packs in use at the time of the event cannot be ruled out as a potential contributing factor.

Event description:
The customer obtained higher than expected vitros ipth results from a quality control fluid processed on two vitros 5600 integrated systems (vitros 56000651, qc level 3= 1925.65, 1983.87 pg/ml versus expected= 1479.5 pg/ml; vitros 56000652 qc level 3= 1933.70, 2072.3 pg/ml versus expected= 1479.5 pg/ml). Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report of patient harm as a result of this event. This report is number two of two MDR¿s for this event. (B)(4).